Event description:
The customer stated that his meter was reading with a decimal. He had thought his readings were low and adjusted his sugar intake. He did not adjust his medication or allege any adverse events due to the readings. The customer was able to reset the meter to mg/dl with assistance, and no product will be returned for evaluation.